Event description:
I got the interstim implant (B)(6) 2022. The device never really worked since I have had it but about 4 months after I got the device I started having pain in my legs. I worked at walmart at the time and I was starting to have trouble walking around dry mopping the floor. I got another job where I could sit at work but got terminated from it (B)(6) 2023 after 4 months working there. I had to get a job where I needed to do a lot of walking and the pain started again but worse. I had to shut off the interstim implant I still have pain where the battery is located. I can't get it removed because I lost my medical insurance. I want you to know I feel this product should be banned because it never worked and has only caused me pain and will continue to cause me pain till it is removed. I can't believe this product was ever approved by the FDA because it is junk and only causes people pain. The product model number is 97800. I never called or wrote medtronic's the maker of the product because after the surgery the dr. Told me he washed his hands of me. I was not impressed by him at all but was hoping the product would work but it is nothing but junk that is causing me pain.